Event description:
Per the clinic, the patient developed a skin flap infection and was administered IV antibiotics (type not reported). From (B) (6) 2009 (day not reported) until (B) (6) 2009. Implanted device remains. Infection is reported to have cleared.

Manufacturer narrative:
(B) (4) : implanted device remains.